Event description:
It was reported that the patient suffered from la flutter in 2007. The patient had an ablation procedure that was performed on seven months earlier. The ablation procedure was performed as part of the clinical study. The physician mentioned that the event was procedure related. The adverse event was managed by a cardioversion followed by a re-ablation procedure. The adverse event outcome was described as "moderate, transient impairment of a body function". The prognosis for the patient was described as "excellent".

Manufacturer narrative:
The adverse event occurred several months after the procedure, and no issues with the carto system were reported to biosense webster with regards to the procedure or to the adverse event. Therefore, an evaluation of the carto system was not performed. This complaint is related to another device.